Event description:
It was reported that a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. Customer used original charging supplies, issue resolved when pump began charging again, and no further assistance was required from technical support.